Manufacturer narrative:
The device was discarded; therefore, was not available for return to solventum for analysis. Solventum is unable to determine root cause without the sample. Based on the problem description, a likely cause is a luer connection leak. Luer connection leaks can be caused by over-tightening, failure to tighten luer connections, cross threading of luer connection, and over pressurization of the ranger system. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set separated at the luer connection while using a pressure infuser. No injuries or medical interventions were indicated due to the alleged malfunction.